Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range impedances and loss of capture (loc) on the associated left ventricular (lv) lead. The lead was electrically deactivated and remains implanted. The physician will monitor the patient and will replace the lead during the next device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.